Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Five photos of shelf cartons for bd syringes from lot# 0097121 were provided. The customer reported that the lot number is not clear. The provided photos were examined, and it was observed that the lot#, manufactured date, and expiration date were clearly displayed on the shelf carton. No related defects were observed. A review of the device history record was completed for batch# 0097121. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported when using the bd ultra-fine¿ ii short needle insulin syringe there was missing label information. The following information was provided by the initial reporter. The customer stated: the "lot number is not clear."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ ii short needle insulin syringe there was missing label information. The following information was provided by the initial reporter. The customer stated: the "lot number is not clear."